Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received watch dog time out alarm. It was reported that the customer tried to replace batteries, but the alarm was reoccurring. It was reported that the device was rented, and the customer will be speaking with the sale rep. It was reported that nothing is being replaced or returned at this time. No further information provided.

Manufacturer narrative:
The insulin pump was received with full segment frozen display due to faulty component on the interface board; unable to verify a13 alarm due to frozen display. The insulin pump had cracked reservoir tube and minor scratches on the lcd window.